Event description:
A minimally invasive surgery on the lumbarsacral spine for a fusion of vertebrae l5-s1, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. A pre-operative CT scan acquired one day before surgery was used to reference the navigation display to. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra l5. - performed the initial patient registration to the pre-operative CT scan acquiring registration points on the bony surface of the patient's l5 vertebra with the navigated brainlab pointer to match the display of the navigation to the current patient anatomy. - verified the registration and accepted the accuracy to proceed. - starting with right l5, used the brainlab navigated pedicle access needle (pan) with instrument position display on the patient scan to determine the trajectory and get access to the vertebral body. - acquired a fluoroscopy image and compared the pan display by navigation with the instrument position in fluoroscopy image. Observed a navigation display inaccuracy with the pan and determined that the pilot hole created with the aid of navigation deviated from its intended target position (at right l5, deviating by ca. 1.5mm inferior from the intended target position). - decided to replace the deviating pilot hole to its correct position without the aid of navigation and continued the surgery without the use of navigation. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of the 1 pilot hole created with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placement was corrected to its intended position without navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient reported due to the deviating placement, also not due to surgery/anesthesia prolong of ca. 30 minutes. - no further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue, nor was prolongation of hospitalization reported.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was created in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): - the deviation of the 1 pilot hole created with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placement was corrected to its intended position without navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient reported due to the deviating placement, also not due to surgery/anesthesia prolong of ca. 30 minutes. - no further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue, nor was prolongation of hospitalization reported. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating pilot hole at right l5 created with the aid of navigation, deviating by ca. 1.5mm inferior is: - an insufficient distribution of surface registration points acquired by the user for the patient anatomy registration to navigation, not following brainlab requirements. The navigation data from this surgery shows that the points were not distributed on the required distinctive surfaces, across the entire vertebra in all anatomical planes, spanning the entire laminar surface and the spinous process, for the software to adequately map and align them to the pre-operative patient scans. Because of the prior laminectomy performed at the vertebra where the user performed a surface match registration (l5), the points could not be collected on enough vertebral surface. Additionally, this procedure's approach, being minimally invasive, did not allow complete access to the entire bone surface for adequate point collection. The insufficient distribution of points caused the navigation software to not find an as accurate as desired match, for this specific procedure, between the pre-operative image dataset and the actual patient anatomy, in the region of interest. - excessive expectations regarding accuracy of the system. The user reported a deviation of ca. 1.5 mm observed during this procedure as outside clinically acceptable limits. The software under controlled means is rated for accuracy of less than 2 mm, but the user considered a deviation of accuracy less than this to be clinically inaccurate. Therefore, reliability for accuracy of ca. 1.5 mm is outside the clinical characteristics for the system. Apparently, the resulting deviation between the actual anatomy location during the surgery and the registered pre-operative patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the required thorough verification of the registration accuracy (i.e. During verification step), nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.